Event description:
Materials#: 305900 batch#: 1160596 verbatim: rcc received a complaint via email. Email(s) attached. Problem: 1. It may be very difficult to push medication through the above lot of bd safetyglide 22 g needles. 2. The defective needles may cause patient and administrator discomfort. 3. The force required to administer the injection may cause medication leakage and patient injury. Bd safetyglide 25 g x 1-inch needles: lot =2025239 25 g x 1-inch safetyglide shielding hypodermic needles ref#(B)(4) lot = regn2117 safetyguide shielding hypodermic needles ref# (B)(4) lot=1160596 per customer response 03jan2024: is this in regard to the bd safetyglide 25g x 1¿ needles? We do not carry the 22g. I did not place a report that it was difficult to push a medication through. There was a recall on some lot numbers of bd safetyglide 25g x 1¿ needles and I reported to my logistics team that though I did not have those specific lots, I felt the needles and safety were flimsy on this brand, with a potential risk for needle sticks.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address is b)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needles were clogged/blocked. The following information was provided by the initial reporter: "very difficult to push medication through the above lot of bd safetyglide 22 g needles." Problem: 1. It may be very difficult to push medication through the above lot of bd safetyglide 22 g needles. 2. The defective needles may cause patient and administrator discomfort. 3. The force required to administer the injection may cause medication leakage and patient injury. Bd safetyglide 25 g x 1-inch needles : lot =2025239 25 g x 1-inch safetyglide shielding hypodermic needles ref# (B)(4), lot = regn2117. Safetyguide shielding hypodermic needles ref# (B)(4), lot=1160596.